Event description:
False positive results. We got a call from a flowflex customer that is claiming that that 1/3 of a case of 200 kits (66) kits , have read false positive. So, this is an out of box issue. The customer called from an adult care facility and claims they performed flowflex tests that were positive, and retested right away with another brand and they results were negative. The customer did not have any test cassettes off the 66 suspected test kits, so we cannot confirm with any pictures. Customer is requesting acon labs replace the full case of 200 they still have from the same lot # and replace the 1/3 (66) boxes of the case they claim were faulty test kits. I advised the customer that I need to forward this information to the appropriate department for review. Customer will wait for an email response from acon labs regarding this matter.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.